Event description:
The report received from the study indicated that six days post procedure this patient experienced behavioral change with hemiparesis in both sides and was found to have a hemorrhagic bleed. The duration of the neurological deficit was permanent and the onset was a sudden diagnosis of intracerebral stroke/subarachnoid hemorrhage. The patient was treated with supportive measures which included intubation and blood pressure control. When the extent of the bleed was realized, the patient's family made the decision the following day to withdraw life support. Pta was performed on a 95% stenosed lesion in the ostium of the right internal carotid of 10mm in length in a 6.0mm vessel diameter. The (arch ii) lesion was mildly calcified. It is not documented if the lesion was pre-dilated. A 6mm angioguard embolic protection device was successfully deployed and retrieved without technical problems. There was debris in the basket when retrieved. A 7.0x30mm precise stent was successfully deployed at the target site without any malfunctions. The residual diameter stenosis measured 10%. Post-procedure ck was 0 (maximum upper limit 5.0) and ck-mb, 138 (maximum upper limit 269). Pre and post-procedure medications included aspirin and clopidogrel. Bivalirudin was administered during the procedure.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Queries are pending. The unknown lot number and all additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the (B)(4) study indicated that six days post stent implant in the right internal carotid artery, the patient experienced behavioral change with hemiparesis in both sides and was and found to have a hemorrhagic bleed. The duration of the neurological deficit was permanent and the onset was a sudden diagnosis of intracerebral stroke/subarachnoid hemorrhage. The patient was treated with supportive measures which included intubation and blood pressure control. When the extent of the bleed was realized, the patient's family made the decision the following day to withdraw life support. The patient was symptomatic at the time of the intervention. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed the literature indicates that cerebral hyperperfusion syndrome/ intracerebral hemorrhage has been increasingly reported as a complication of carotid angioplasty and stent placement estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3% typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event.